Event description:
It was reported to philips that the therapy pca for the device was not functioning. There was no patient involvement.

Event description:
It was reported to philips that the therapy pca for the device was not functioning. Upon further clarification from a philips representative, it was confirmed that the capacitor was faulty. There was no patient involvement.